Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) says diagnostics were carried out on the device. The medical staff says that the device has not been working for a long time. It is not known exactly when the malfunction of the device was discovered. There were no injuries or death of the patient. The device worked 11475 hours. Maintenance of the device has not been carried out since installation. The device is not operational. The device is at the customer end.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health clinical & impact).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a compressor related malfunction. There were no reported injuries or death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a compressor related malfunction.